Event description:
The customer reported via phone call that she was hospitalized twice after (B)(6) 2014. The customer stated that she had called twice in regards to the hospitalizations in the past. The customer's blood glucose was unknown. The customer explained that she had wasted several supplies and had to throw them away. The customer stated that the night prior she had gone through four infusion sets that all did not work. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-47255.